Event description:
Paramedics reponded to a person described as in full cardiac arrest. According to the reporter, the device would not charge or discharge a shock to the patient. A backup was called for and used but the patient was not resuscitated.